Event description:
Complainant alleges while on a call, they were unable to unload the stretcher from the ambulance using the power mode. The complainant reported the manual release was not used as an alternate method. The stretcher was left in the ambulance and the patient was transported to the stretcher on a backboard. No injuries or delay in treatment were reported. The stretcher will be evaluated.

Manufacturer narrative:
The cot was returned to the manufacturer and a visual and functional evaluation was conducted. The alleged issue was able to be confirmed. Upon further investigation it was discovered the telescoping handle which contains the touchpad buttons had been replaced a couple days prior to the reported incident. During that repair the wires to the touchpad had become crossed and installed incorrectly. The cot was repaired and functioned as expected. The cot was returned to the complainant. The complainant confirmed no injuries or adverse effects resulted from the incident and the patient was able to be transported to the cot inside the ambulance via a backboard. The cot is also equipped with a manual release system which allows the cot to be operated without utilizing the power features; however, this system was not attempted by the medic crew.

Event description:
Complainant alleges while on a call, they were unable to unload the stretcher from the ambulance using the power mode. The complainant reported the manual release was not used as an alternate method. The stretcher was left in the ambulance and the patient was transported to the stretcher on a backboard. No injuries or delay in treatment were reported. The stretcher will be evaluated.